Manufacturer narrative:
(B)(4). D10: cat# 00801803603 lot# 63215267 femoral head sterile product do not resterilize 12/14 taper cat# 00630505636 lot# 63203917 liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell. G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) - stem. Visual examination of provided pictures identified (explanted stem picture and xray showing visible fracture of implant, no further information available) review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed based on the xray and the picture provided showing the fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately eight years post-implantation, the patient underwent a left hip revision due to femoral implant fracture. The stem, head, and liner were revised. The cup was retained. Attempts have been made and no further information has been provided.